Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.

Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch z5927 and straumann bone ceramic, 0.4-0.7mm, 0.25g, article 070.203 batch y8040. Clinician reports on (B)(6) 2011 after using membragel and straumann bone ceramic, the pt had swelling and fistula. Infection was treated with dalacin + chx.